Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital with a fungal infection. It was reported that the patient was probably not following proper procedures and the pd catheter might need to be replaced. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient reported to the pd clinic on (B)(6) 2020 with abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with cefazolin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for cryptococcus laurentii, a fungus. The white cell count of the pd effluent was >2,000 (unknown units). On (B)(6) 2020 the patient reported increased abdominal pain and no improvement in symptoms. The patient was instructed to go to the hospital where he was admitted for the fungal peritonitis. The patient¿s antibiotics were changed to anti-fungal drugs (type, dose, frequency, and duration unknown). The patient¿s pd catheter (not a fresenius product) was pulled in accordance with international society for peritoneal dialysis (ispd) guidelines protocol for fungal peritonitis. The patient was transitioned to hemodialysis (hd). It could not be confirmed if the patient remains hospitalized; however, the patient is waiting for a chair to become available at the clinic to initiate in-center hd therapy. No hospital records were available. The pdrn reported that the patient did not have any recent antibiotic therapy or hospitalizations (a prominent risk factor for fungal peritonitis). The cause of the peritonitis was unknown. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of fungal peritonitis with hospitalization and removal of pd catheter with transition to hd therapy. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Per the pdrn the cause of the peritonitis is unknown, but the initial report by the patient contact stated the patient was probably not following proper procedures. The culture result of cryptococcus laurentii suggests a breach in aseptic technique as this is a species identified in many environmental sources including water, soil, and pigeon droppings as well as some food items like cheese, milk, and beans. The removal of the pd catheter is standard protocol for fungal peritonitis in order to provide the patient improved outcomes and reduced mortality. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s fungal peritonitis.